Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 568 mg/dl. Symptoms that were reported at the time of the incident included none. The customer was not treated for the high blood glucose. The customer reported having an infusion set leak. Troubleshooting was provided. The reservoir compartment was exposed to fluid. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not return for analysis. It was not stated if the auto mode feature was in use.